Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 100 mg/dl. It was found that there was air bubbles in reservoir which continued after set change. Troubleshooting was performed and customer was advised to return infusion set and reservoir for analysis.